Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 18.2 mmol/l (327.6 mg/dl) while wearing the pod "for a few" hours. When removed from the infusion site (leg) due to insulin leaking, the pod's cannula was found to be dislodged and the cannula appeared bent. No specific treatment information was provided.